Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer when de-accessing the patient's port, the safety would not engaged. The nurse tried to pull the needle out using the safety and it was stuck. Nurse had to manually pull the needle out of the patient's port without using the safety device to cover the needle. Once the needle was out, nurse were able to slide the safety device over the needle with resistance. Additional information provided 14sep2023: it was reported the safety cover for port needle did not engage during port de-access, putting staff at increased risk of needle stick. The event did not have cause any harm or negative outcome to the patient.